Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 04-mar-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2019 the patient reported that beginning in probably 2017 her pump was never filled on time. The physician could not get into the pump to fill it. He would ¿have to poke her several times and when he did blood always came out of the catheter¿. Because the pump wasn¿t being maintained it would be beeping. It started beeping ¿a couple of three times¿. She thought this occurred in 2018. Then she would go to get it refilled and was told they didn¿t order the medication. No patient symptoms were reported. The patient currently did not have a pump managing physician and was looking for a new one. No further complications have been reported as a result of this event.